Manufacturer narrative:
Approximate age of device ¿ 3 years and 11 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was report that low speed and low flow alarms occurred when connected to the power module and patient cable. The power module and patient cable were exchanged but the alarms persisted. There were no alarms when on battery support. The log file reviewed by the manufacturer¿s technical services representative showed multiple pump stoppages while on power module and battery support. Submitted x-ray images showed areas of concern on the external portion of the driveline. Reportedly, the patient feels giddiness and vibration from the pump when changing from batteries to the power module. The patient had some weight gain but not significant and there was no obvious trauma on the driveline. A non-grounded patient cable for use with the power module was requested. Subsequently, additional log files and x-rays were submitted that showed no unusual events, and no change within the x-rays. No additional information was provided.

Manufacturer narrative:
Device evaluation: no product was returned for evaluation. Review of the submitted system controller log file confirmed the pump stoppages and the reported associated alarms. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the transient low speed, low flow, and pump stoppage events that occurred while the patient was supported by the power module and battery support could be indicative of driveline (dl) damage; however, a specific cause could not be conclusively determined. The heartmate ii lvas instruction for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient refused to have a pump exchange or distal end percutaneous lead (driveline) repair.